Event description:
It was reported the patient experienced a change in her stimulation about two weeks ago and reprogramming was unsuccessful in providing effective stimulation coverage. X-rays were taken at the pain management physician's office but the results are unknown. It was reported the x-rays were sent to the implanting physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.